Manufacturer narrative:
The user experienced hypoglycemia after not starting a new fsl3+ sensor following the end of a sensor session while using the ilet without active cgm input until a new sensor was started and entered warmup. This behavior can result in interrupted cgm availability and delayed therapy optimization and is consistent with the observed low blood glucose requiring emergency room treatment with IV dextrose. Engineering logs were not available at the time of review; however, no device malfunction was alleged, and available information supports a use-related cause. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.

Event description:
On 05-dec-2025 the reporter reported that on (B)(6) 2025, the user experienced hypoglycemia with blood glucose (bg) levels of 50 mg/dl following cgm disconnection due to the sensor session ending and not starting a new sensor. The user was evaluated in the emergency room where the user was treated with IV dextrose and discharged (B)(6) 2025. No long-term health effects were reported.